Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that the customer experienced low blood glucose level was 50mg/dl. Customer current blood glucose level was unknown. Customer was treated with glucose tablet. Customer had issue with her pump. Troubleshooting was performed low blood glucose as well as over delivery. The product will not be return for the analysis.